Manufacturer narrative:
Updated: b5, h3, h4, h6, h10. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during reprocessing. The intended procedure was unknown, but was able to be completed. There was no medical intervention associated with the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The evaluation has not yet begun or has not been completed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a bad picture. There was no harm or user injury reported due to the event.